Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that there was a gap in the adhesive at the distal end, and dirt was entered the inside of the lens through the gap. In addition, foreign material was adhered to the groove or gap at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
The user returned the device to olympus because the endoscopic image was not displayed. It was not reported whether the endoscope with foreign material on the distal end was used in the procedure. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. Due to the clogging of the air/water nozzle, the drainage on the objective lens was poor. The angulation was insufficient due to the stretch of the angle wire. The angulation could not be fixed due to the deterioration of the friction plate. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.